Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance problem can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence. The aus cuff, pump, and balloon were explanted but not replaced on an unknown date. On (B)(6) 2021, a new aus cuff, pump, and balloon were implanted. Following the procedure the patient was well and no longer incontinent.